Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic gastroplasty when stapling the stomach, the device was able to fire, however the load loosened only a few staples. The reload was replaced by another lot to resolve the issue, however the same handle was used throughout the procedure. There was no patient injury.